Event description:
The device was returned to a 3rd-party service center for evaluation of an alleged ventilator service required alarm. There was no harm or injury reported. During device testing, the ventilator failed system leak verification testing for pressure drop over 10s per the philips service diagnostic report; a failure to calibrate. Additional findings indicated fungal contamination and dirt contamination of interior ventilator components. The 4-year maintenance was completed. The device has been serviced, inspected, tested and met acceptance criteria. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.